Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-12911 and 2134265-2017-13111. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled. During the procedure, when the physician activated the automatic pullback function, the motor drive unit unable to perform pullback. The ilab main switch was turned off/on for several times and it was resolved. An error appeared but the details were not confirmed. No patient complications were reported.